Manufacturer narrative:
The following fields have been updated with additional/corrected information:b5,d1,e3,h6, and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 07-nov-2022 to 06-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not booted automatically. A technical support specialist performed the knowledge article drop failed for database "dsclientoltp" to resolve the issue. The system was functional as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system did not boot automatically and prevented the user logging into the device. There was no delay during any procedure or treatment. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system did not boot automatically and prevented the user logging into the device. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the database corruption. Followed the steps in knowledge article (B)(4) - drop failed for database "dsclientoltp" to resolve. The system functioned as intended.